Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was not properly inserted as cannula of infusion set was not inserted properly into the skin which resulted in high blood glucose level (497 mg/dl). The patient self-treated himself with multiple dose injection and patient's wife drove him to the hospital because he was nauseated and could not drive on his own. He was in the emergency room with high blood glucose level of 497 mg/dl, received insulin as corrective treatment and stayed there for one hour. Subsequently, the patient was hospitalized with blood glucose level of 260 mg/dl and was better but still nauseous. He received insulin as corrective treatment which resolved the issue. The infusion set had been in use for two days. The patient was hospitalized for two days. No further information available.